Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a loss of capture, high impedance, drop in sensing and was fractured. The physician elected to explant and replace the lead. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found an insulation abrasion at 11.4 cm to 11.6 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported electrical anomalies.